Event description:
The customer reported the unit failed to charge the battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The unit was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.